Manufacturer narrative:
E1: patient city: (B)(6) patient country: belgium name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced an event of high blood glucose for which patient managed with insulin via injection on(B)(6) 2026 and after troubleshoot got to know that patient used expired product.